Event description:
It was reported that during a device data review, the physician noted that anti-tachycardia pacing (atp) and shocks had been delivered due to supraventricular tachycardia (svt) with a rapid ventricular response (rvr). Technical services was contacted and discussed that the therapy had been delivered due to the programmed therapy zone and device therapy algorithm. Programming options were provided. At this time, the device remains implanted and in-service. No additional adverse patient effects were reported.